Event description:
The ocd affiliate reported that the customer observed analyzer condition codes for two samples from the same pt processed using vitros phyt on a vitros 5,1 fs chemistry system on (B)(6) and (B)(6), 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that analyzer condition code, (B)(4), and negatively biased results were obtained on two samples from the same pt using vitros phenytoin slides, lot #2646-0110-1608. The vitros 5,1 fs user documentation for the condition code (B)(4) indicates that a possible cause for the condition code is a sample with a low total protein concentration. The investigation determined that the samples involved had total protein and albumin concentrations below the MFR's reference interval. The root cause of this event is user error as the operator did not investigate analyzer condition codes that indicated a potential issue with the prediction of results had occurred, prior to reporting the pt results.